Manufacturer narrative:
Continuation of d10: product ID ped-375-35 (b629663); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding two pipeline flex stents that failed to open. The patient was undergoing a procedure for flow diversion treatment of a left c5 vessel segment large unruptured saccular aneurysm. The aneurysm max diameter was 19mm and the neck diameter was 6mm. The distal landing zone was 3.8mm and the proximal landing zone was 5.9mm. Vessel tortuosity was moderate and it was noted that the diameter of the anterior and posterior blood vessels varied greatly. Dual antiplatelet treatment (dapt) was administered with standard pru level noted. It was reported that the devices were prepared as indicated in the instructions for use (IFU). Because of the large aneurysm size and variability of the blood vessel diameters, it was planned to first implant a pipeline stent first and bridge with a large domestic stent after the turn. During deployment, the first pipeline (ped-400-35, ln: b670961) could not be opened. The device was retrieved and removed with a "capture device" and replaced with a smaller pipeline (ped-375-35, ln: b629663). The replacement pipeline also failed to open. It was noted that the middle section of the pipeline failed to open. It was noted both that the stents both failed to open "at the bend" but also indicated contradictorily that the pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when the failure to open occurred. The pipeline was resheathed more than 2 times. Balloon angioplasty was attempt to expand the stent; the catheter and a wire were also tried to help open the stent, but it could not be opened. The pipeline was resheathed and removed with the microcatheter. Again, the pipeline was replaced to complete the procedure. There was no harm or injury to the patient associated with this event. Post-procedure angiography showed patient vascular patency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the middle section of the pipeline did not open. There was no way to avoid curved blood vessels. Located in the distal straight blood vessel, the distal was opened. No matter how it was handled at the bend, ped could not be opened. There was damage observed, distal catheter. There was resistance during delivery of the pipelines. The procedure was completed by filling the coil finally.

Event description:
Additional information received reported the stent was not damaged, but the catheter was damaged, at the distal end of the catheter. The catheter was a medtronic product.

Manufacturer narrative:
Product analysis: ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal of the braid were opened and frayed. The middle of the braid was not opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.